Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel sensitivity') and metal poisoning ('nickel poisoning') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant) and device toxicity ("nickel toxicity"). The patient was treated with surgery (essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, metal poisoning and device toxicity outcome was unknown. The reporter considered allergy to metals, device toxicity and metal poisoning to be related to essure. The reporter commented: date of birth: (B)(6). Date of insertion: (B)(6) 2011, (B)(6) 2012. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel sensitivity') and metal poisoning ('nickel poisoning') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In december 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant) and device toxicity ("nickel toxicity"). The patient was treated with surgery (essure removed (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, metal poisoning and device toxicity outcome was unknown. The reporter considered allergy to metals, device toxicity and metal poisoning to be related to essure. The reporter commented: date of birth :- (B)(6) 1983, (B)(6) 1972. Date of insertion: dec2011,jan2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality-safety evaluation of product technical complaint no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.